Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had extended ipg charging time. It was noted that the ipg depleted quickly. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had extended ipg charging time. It was noted that the ipg depleted quickly. The patient will undergo an ipg replacement procedure.